Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the computer for the imaging system, an ethernet cable for the imaging system to the navigation system and casters for the viewing station of the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the viewing station of the imaging system prompted the user to enter a password at startup and the password provided was incorrect. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The site reported that they opted to discontinue with the procedure due to the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. It was noted that the patient was under anesthesia when the reported issue occurred. No additional information was provided.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer unused. Indicating that the component was not replaced as previously reported. The ethernet cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The caster for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the caster would not tighten at the base. A second caster for the viewing station was returned to the manufacturer for evaluation. Testing found that the threading on the caster was stripped, preventing the unit from being screwed on. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the procedure was rescheduled.

Manufacturer narrative:
Correction: corrected procedure information. If information is provided in the future, a supplemental report will be issued.